Event description:
During traction removal of the peg, the internal retention dome separated from the tubing and remained inside the stomach. The patient was sent to the or to remove it because at the time the md and nurses believed that the dome was lodged between the abdominal wall and the stomach.